Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years and 1 month post implant of this bioprosthetic aortic valve, the valve was attempted to be replaced via a transcatheter valve in valve replacement. The procedure was aborted due to challenges with positioning the transcatheter valve. It was reported that the valve will be surgically explanted at a later date. The valve requires replacement due to a gradient of 25mmhg and severe stenosis. No additional adverse patient effects were reported.